Event description:
Hello, on (B)(6) 2009, I was diagnosed with lymphoma non hodkins. I would like to know if I can help in the investigation of this disease and this relationship to breast implants, because I have the brand of implants that has been removed from the market last year -pip-, and I want to know if it is better remove my implants, because I still have it. I live in (B)(6), if I can help in anything, please contact me! Thanks! (B)(6).